Manufacturer narrative:
Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the device be permanently removed from service and that a replacement device be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The reporter, a biomedical engineer, contacted physio-control to report that their customer's device did not provide any voice prompts when the device was powered on. Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary. There was no patient use associated with the reported event.